Event description:
The patient reported that she has been receiving air bubbles that are about "5mm in length" forming at the end of her tubing near her infusion head set. She stated that she primes the bubbles out of the tubing and within an hour or less another bubble has formed. She stated her blood glucose has been elevated to 13mmol (234mg/dl) due to this and her normal readings are "not above 8mmol" (144 mg/dl). The patient primes out the bubbles and gives herself correction boluses to lower her blood glucose. Symptoms of high blood glucose include dry mouth, headaches, and not feeling well. She stated this issue has happened with different lots of infusion sets and she believes it may have occurred with a different brand of infusion set also. She stated that this issue began 1 year ago and she switched to her backup infusion device and has had no further issues until now. The patient stated that sometimes her cannula is kinked when she removes it from her body. The patient was advised to switch to her new backup infusion device. A company representative attempted to reach the patient for follow up and no contact was made. The patient did not report assistance by a healthcare profesional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.